Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and the customer was hospitalized due to diabetes ketoacidosis.. The customer¿s blood glucose was 86 mg/dl and the sensor glucose was 46 mg/dl insulin delivery was suspended due to sensor glucose values. Customer stated they received a change sensor alert but their sensor glucose value was reading lower then what blood glucose was at the time and their blood glucose was 86 mg/dl and it was saying sensor glucose was 46 mg/dl and did get a suspend on low and after waited a hour now received a change sensor alert the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not returned for analysis.